Event description:
An orsiro drug-eluting stent system was selected for treatment of a severely calcified lesion (90 percent stenosis degree) in the severely tortuous distal rca. The pre-dilated lesion could not be passed with the orsiro. Another device was used to complete the procedure.

Manufacturer narrative:
Combination product: yes the returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the balloon is well folded and shows no signs of inflation. Judging from the x-ray markers the stent is not displaced. The stent does not show any damage or irregularity. The crimped diameter of the stent complies with the specification. The hypotube was found severely deformed (i.e. Kinked) over a length of about 80 mm. Review of the product release documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. It should be noted that the IFU warns against re-insertion if the orsiro sirolimus eluting coronary stent system was removed prior to expansion.